Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited noise oversensing which caused pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.